Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) stated that there was no access to the device. The customer indicated that calibration and battery preventive maintenance (pm) could be scheduled for another day. The case was closed accordingly. No additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, a power failure was found in the log. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, a power failure was found in the log. However, there were no delays, adverse events or injuries reported based on this event.